Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1800102 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user was unable to ligate by gripping the handle, as the clips did not lock. A new unit was used instead. No clips remained in the patient and no health injury occurred.

Event description:
It was reported that the user was unable to ligate by gripping the handle, as the clips did not lock. A new unit was used instead. No clips remained in the patient and no health injury occurred.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. A double feed was present, where two closed clips were partially loaded incorrectly into the jaws. It was observed that the following clip was out of position in the channel. The returned sample appears used as there is biological material present on the device. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. A double feed was present, where two closed clips were partially loaded incorrectly into the jaws. It was observed that the following clip was out of position in the channel. The returned sample appears used as there is biological material present on the device. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "unable to ligate" was confirmed based upon the sample received. One device was returned with its trigger partially engaged and the rotation tab bent. The sample was received with 7 clips remaining, including the two partially loaded clips, indicating that 8 clips were fired by the end user. Upon functional inspection, the clips were unable to load properly. It was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.